Event description:
Switched from clear care contact cleaner to the clear care hydraglyde. Shortly after inserting my contacts that were cleaned in the new hydraglyde solution, my vision became hazy/smokey. I took the contacts out and cleaned them with saline solution thinking that the haziness was due to dryness. Once I put the contacts back in, they remained hazy. I also noticed a rainbow ring around lights. Once I had removed the contacts, my vision remains hazy. I did not experience any pain, only haziness and dryness. Dates of use: (B)(6) 2017. The problem did not stop after the person reduced the dose or stopped taking or using the product. "Did the problem return if the person started taking or using the product again: yes." Reason for use: to clean contact lenses.